Manufacturer narrative:
MDR 3003442380-2024-02518 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in argentina it was reported that patient's mother contacted to report two defective infusion sets tape was not sticking which were detached from the body two hours after placement. The blood glucose level at the time of the incident was 290. No further information available.